Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-01789 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a rfa (radiofrequency ablation) procedure performed on (B)(6) 2011. According to the complainant, post procedure, the patient's caregiver called the hospital and reported two possible burns; one on the patient's hip and the other at the abdomen stoma site. One of the burns appeared to be oozing. The patient followed up with his primary care physician and was prescribed silvadene cream. Additionally, the patient will follow-up with the performing physician to determine if these are indeed burns or just normal site oozing and grounding pad adhesive irritation. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Follow-up information revealed that the patient's observed sypmtoms were believed to be from the initial puncture and irritation from removal of the grounding pads. No burns have been confirmed. Additionally, the patient was sent to a wound care specialist to treat discomfort and the patient's current condition was reported as being stable. No visible issues were noted with the leveen needle electrode. The anatomical location of the ablation procedure was the liver.

Manufacturer narrative:
Patient identifier and weight are unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).